Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: unknown) egiaushort, egiaushort endogia ultra univ sht stap, (lot number: p3d0501) egiaushort, egiaushort endogia ultra univ sht stap, (lot number: p3e0076). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colon resection, firing could not be performed as the handle could not be squeezed. Another handle and reload was opened but these devices had the same issue. To continue the case, the surgeon decided to use a product from another company. There was no patient injury. After the case, the devices were checked and the reload from the second handle was able to fire but it was hard to squeeze.